Event description:
On (B)(6) 2017, the lay-user/patient¿s mother (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that they first became aware of the alleged inaccuracy issue on (B)(6) 2017. The patient obtained blood glucose readings of ¿200 mg/dl¿ with the subject meter and ¿123 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient is on insulin pump therapy. The reporter claimed that occasionally the patient may have injected too much or skipped his dose of humalog insulin as a result of the alleged issue. The reporter claimed that on (B)(6) 2017 at 5:00 am, 1 and a half hours after the alleged issue occurred, the patient became ¿shaky and almost passed out.¿ in response to the symptoms, the reporter claimed she treated the patient with candy, a glucose tablet and a glucose drink. The reporter claimed the patient¿s blood glucose was tested on another device after 5:00 am on (B)(6) 2017 and a result of ¿38 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the reporter through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.